Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified a known inherent risk of the device. No corrective or preventive actions are required at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. The reported rpms exceeded the maximum recommended speed found in the IFU. Lots identified: 33629233 mfg date: 09/02/2024. 33505559 mfg date: 10/05/2022. 33627196 mfg date: 08/20/2024.

Manufacturer narrative:
The reported rpms exceeded the maximum recommended speed found in the IFU. Lots identified: 33629233, 33505559, 33627196.

Event description:
It was reported during initial surgery a twist drill broke during use. A portion of it remains implanted.